Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently; the metal cap and distal end of glass cap were detached and returned; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char; the outer flow tubing exhibited mild contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure ¿fiber tip broke inside of the patient." Fiber tip was retrieved. The procedure was completed using a second fiber. Patient outcome: "ok" reported. No injury to the patient was reported.